Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed a system check passed message. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. Firmware errors and screen error alarms were observed during a data log review. The customer complaint was confirmed. A root cause could not be determined. No additional patient or event information is available.